Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis showed no trend for item (B)(4), lot no: 038565179. Product not returned. Device history reviewed. Package insert reviewed.

Event description:
Allegedly revised due to patient reaction.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00152, 00153.